Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient wanted to get an MRI. The caller reported that the controller and ins were off because they had not been working for more than four months. The patient¿s daughter called back and reported that the ins was charged and showed full body conditional for MRI compatibility. The caller reiterated that the ins was not working for the patient. No further complications are anticipated.